Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that ¿at the beginning of (B)(6)¿, the patient obtained results of ¿298, 351, 355 and 299mg/dl¿ on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes with oral medication, diet and exercise. The reporter detailed that ¿immediately after¿ the alleged issue occurred, the patient developed a symptom of ¿cold sweat¿ and at the start of may the patient was prescribed metformin and glyburide. The reporter detailed that the patient obtained a result of ¿179mg/dl¿ on a lab device, but could not specify when. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged meter issue occurred.